Event description:
It was reported that the dhs plate does not fit over the dhs/dcs screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The macroscopic examination has shown that the positioning groove is expanded and damaged. Therefore the proper function is not ensured. The implant was analyzed for conformance to print specifications and it was revealed that the part was in compliance with the specifications. No complaint related issues were found.